Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and found that the lv threshold test was delayed due to an atrial tachy response (atr) episode. The call had ended as the health care professional (hcp) had another call. The lead remains in use. No adverse patient effects were reported.